Event description:
It was reported that a power-on-reset (por) condition was observed on the patient¿s implantable neurostimulator (ins). It was noted that the patient was seen about 2 months ago and had not used the ins device for about a year but needed reprogramming. The patient also has had extensive cardiac surgery recently. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v660708, implanted: (B)(6) 2011, product type: lead. (B)(4).